Manufacturer narrative:
D5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The top and bottom cases are in good condition with no visible contamination noted. Multiple error codes were found in the ehl (event history log). A power up self-test and infusion/occlusion tests were performed. The customer reported issue could not be duplicated. The root cause of the reported issue is unknown due to no problem being found. The device software was updated to v1.6.5 and preventive maintenance was performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer on 22-nov-2022 via email and attached to the complaint object. The date of the event has been received and updated into the file. The reported event did not occur during use on any patient.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was giving an error message-back up audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.